Event description:
A report was received that the patient underwent a lead revision procedure due to erosion of the lead through the skin on her buttock and the midline of her lower back region. During procedure, the physician buried the lead deeper and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 trial, lead 50cm, model # sc-2208-70, serial # (B)(4), description: linear st, lead - 70 cm, model # sc-3354-25, serial # (B)(4), description: 2x4 splitter - w4 - 25 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.